Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred during the load process. Reportedly, the customer reloaded the same cartridge successfully. In addition, the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose was 140 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.